Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff was still loaded inside the foot and this confirmed the reported experience of cuff miss. There was no needle strike mark on the anterior foot. During the investigation, the plunger was reinserted to test the needle trajectory and the results were acceptable. The anterior cuff was captured without a problem. Based on the investigation findings, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when pulling the plunger back the sutures did not present. The foot was returned to it's original position and the device was removed from the patient's anatomy. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequela. Though requested, no additional information was provided.